Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver pcb and the battery pack. System operates as intended.

Event description:
Customer reported poor image quality. No pt injury was reported.